Event description:
It was reported the pt's surgical incision was not healing properly. Subsequently, the pt was referred to a wound care specialist. Additionally, it was reported on (B)(6) 2013, the neurosurgeon re-opened and washed out the scs ipg pocket site. There was no mention of infection. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.